Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block was procedural related.

Event description:
During transseptal puncture for an atrial fibrillation procedure, the patient went into complete heart block. Isoproterenol infusion was administered and the patient's conduction pathway restored. The procedure was canceled and the patient is currently recovering. The physician felt the heart block occurred when placing the sheath on the septum prior to advancing the needle. There were no performance issues with any abbott device.